Event description:
It was reported that during a da vinci hysterectomy surgical procedure, the tip of the fenestrated bipolar forceps instrument broke off and fell into the patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint. The initial reporter confirmed that a fragment from the fenestrated bipolar forceps instrument fell into the patient. The fragment was retrieved laparoscopically during the same da vinci surgical procedure. No additional medical intervention was required to retrieve that fragment. The planned surgical procedure was completed. The patient has not returned to the hospital due to experiencing any post surgical complications as a result of the fragment falling into the patient. There was no adverse event, harm or injury to the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's proximal clevis was broken. One of the clevis ears was broken and missing entirely. As a result, one of the grips was no longer attached to the tip of the instrument. Failure analysis concluded that the broken damage was likely due to mishandling/misuse. Failure analysis also found the clevis ear mating hole with the swaged pin had missing material due to the constant friction with metal swaged pin. Eventually the peek plastic disengaged from the pin due to constant friction, and the clevis ear broke at the base. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. There was no adverse event since the fragment was retrieved laparoscopically during the same da vinci surgical procedure and no additional medical intervention was required. However, this complaint is being reported because a fragment from the fenestrated bipolar forceps broke off and fell into the patient.